Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc) on the right atrial (ra) lead. The involved right atrial (ra) lead is a non-boston scientific product. It is planned to continue to monitor this patient. No adverse patient effects were reported. At this time, this device system remains in service.